Manufacturer narrative:
The device was not returned for evaluation. The pictures provided were reviewed and could not confirm the stated failure mode. The clinical/medical investigation concluded that, the root cause of the reported infection cannot be confirmed; however, the patient¿s history of long-term immunosuppression cannot be ruled out as a contributing factor. The infection is highly likely of an exogenous nature and there is no evidence that our product contributed to the infection. The patient impact beyond the revision and expected transient post-op convalescence period cannot be determined; however, it is noted this revision is stage-1 of a 2-stage revision. No further clinical assessment is warranted at this time. A review of complaint history revealed similar events for the listed device, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but are not limited to contamination, patient reaction, and post-operative healing issue. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference case- (B)(4).

Event description:
It was reported that, two weeks after a revision thr surgery had been performed, the patient experienced pus from the wound. The infection was solved via two-stage revision surgery, whose first leg took place on (B)(6) 2021. Implants were removed without issue and a cement spacer was implanted. Current health status of patient is unknown.